Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the physician pushed hard on the lead and then impedance measurements of greater than 3,000 ohms were observed. The lead was implanted and impedance measurements returned to less than 2,000 ohms at the pre-discharge check. No adverse patient effects were reported. The lead remains in service.